Event description:
It was reported by the customer that her insulin pump was alarming battery out limit and button error. Customer stated they are unable to clear the alarm since the keypad is unresponsive. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but may have been exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 242 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarms noted. Insulin pump was monitored; all operating currents tested within specification range. No unexpected battery out limit alarms noted. No moisture damage noted on electronic assembly. Insulin pump received with a cracked battery tube threads and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.